Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The distributor reported on behalf of the user facility the follow incident: the surgeon reported that he used instat absorbable sponge, 3x4 inch product, in the gallbladder bed during a laparoscopic cholecystectomy procedure. The surgeon reports, the patient had original surgery in 2007 and had re-operated three days later, as the surgeon noted fluid collection in the gallbladder bed on the patient's CT scan. Upon re-operation, the surgeon noted brown drainage which he reports tested negative for bile. Seven days later, the distributor received additional information from the surgeon: the surgeon stated that he performed the re-operation as a fluid collection was noted in the gallbladder be on x-ray. During re-operation, he noted that the patient had a bile duct leak at the duct of lushka. The surgeon noted that the drainage appeared brown and the instat sponge had absorbed the drainage; no bile or blood was noted in the drainage. The surgeon stated he was calling to obtain information regarding the length of time that the instate remains (absorption time) and if there are any reports of what the instat should look like in this situation.